Event description:
Revision surgery - the pt complained of a painful right shoulder weaker three years post-op after falling. During the revision surgery, a large pocket of turbid synovial fluid was discovered. The statlabs revealed no infection; therefore a revision was performed. A large amount of pmma was noted above the stem and laterally. A white "osteolytic type" tissue was noted. The insert appeared pitted and discolored.